Manufacturer narrative:
A ge service rep performed an on site investigation. The ps2 12 volt power supply was adjusted during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the 9600 system left monitor was flickering and was very dark during a case. No pt injury was reported.